Manufacturer narrative:
Device available for evaluation - additional information. Type of follow up - device evaluation, additional information .. Device evaluated by manufacturer - additional information .. Evaluation codes - additional information the pipeline flex delivery system was returned for evaluation without the catheter. As received, the distal hypotube appeared to be stretched. The pushwire was found to be bent at a segment near the proximal end. The pipeline flex braid was found fully opened with damage at both ends. Based on the analysis findings and the reported event details, the complaint of pipeline flex failure to open at the distal end could not be confirmed. The cause for the reported experience could not be conclusively determined as the received pipeline flex was found fully opened with damage at both ends. In addition, the pipeline flex delivery system was returned without the catheter; any contributing factors from the catheter could not be determined. User error may have contributed to the reported issues as the pipeline flex was advanced to the treatment site despite resistance in the catheter. Per pipeline flex instructions for use, the user should ¿discontinue delivery of the device if high force or excessive friction is encountered during delivery. Identify the cause of the resistance and remove device and microcatheter simultaneously. Advancement of the ped against resistance may result in device damage or patient injury. Never advance or withdraw an intraluminal device against resistance until the cause of resistance is determined by fluoroscopy. If the cause cannot be determined, withdraw the catheter.¿

Manufacturer narrative:
Correction to UDI: (B)(4).

Manufacturer narrative:
(B)(4). Failure to follow instruction: it was reported that a 4.75mm pipeline flex was attempted to be placed in a 4.5 mm vessel. Per pipeline flex international instruction for use (IFU) : select an appropriately sized pipeline¿ flex embolization device such that its fully expanded diameter is equivalent to that of the largest target vessel. An incorrectly sized pipeline¿ flex embolization device may result in inadequate device placement, incomplete opening, or migration. Additionally, it was reported that the pipeline flex was advanced to the treatment site with resistance in the middle and distal sections of the microcatheter. Per pipeline flex IFU: if high forces or excessive friction is encountered during delivery, discontinue delivery of the device and identify the cause of the resistance, remove device and micro catheter simultaneously. Advancement of the pipeline¿ flex embolization device against resistance may result in damage or patient injury. The pipeline flex involved in this event has not been returned for evaluation. The event cause could not be determined from the reported information; however evidence exists to support that incorrectly sized and advancement of the pipeline flex device against resistance are contributing factors in this event. (B)(4).

Event description:
Medtronic (covidien) received report that a pipeline flex did not open distally. The patient was being treated for an unruptured, large aneurysm in the right supraclinoid internal carotid artery (ica). Landing zone artery size was 4.5mm proximal and 3.6mm distal. Vessel was moderately tortuous. The pipeline flex was advanced to the treatment site with resistance in the middle and distal sections of the microcatheter. The physician retracted the microcatheter to deploy the pipeline flex distal end, which did not open. The pipeline flex was resheathed and re-deployed three times, but did not appear to open under fluoroscopy. The pipeline flex was removed from the patient, leaving the microcatheter in place. A new pipeline flex was implanted without issue. There was no report of patient injury as a result of this event.